Event description:
It was reported the pt had fallen. Afterwards, the ipg site felt unusual. An sjm rep met with the pt, examined the ipg site, and believes the top of the ipg might be chipped. Overall, the scs system performs as intended.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.